Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product showed that both haptics had torn off into the optic. There was a clear surgical residue on the lens. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted an aa203tl silicone plate toric lens and the lens was torn during insertion. The lens was removed without any patient injury.